Event description:
The customer reported to baxter (B)(4) of a one-link needlefree IV connector in which a brownish residue is collecting in the device after intermittent ceftriaxone administration. The process step is unknown. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. Proper flushing protocol has been observed with normal saline (ns). No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.